Event description:
On (B)(6) 2013, the patient underwent the surgery with the omega ti. On (B)(6) 2013, the surgeon confirmed by x-ray that the compression screw was broken. The surgeon is monitoring for the patient now.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed since x-rays show a back-out and a breakage of the screw. A review of the device history for the reported lot did not indicate any abnormalities. X-rays were provided: (B)(6) 2013: from the initial surgery, the compression screw shows damages which occured most probably during screwing, which indicates the screw was maybe not inserted in a correct way or not using the correct instruments. However no further information was provided. (B)(6) 2013: a screw back out can be observed. It's clearly visible on the screw that there is a longitudinal cut out from the head to the proximal shaft of the compression screw. (B)(6) 2013: a very important back out is observed on the x-rays as well as a migration of the broken part of the screw. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. A potential nc was already opened in the system to determine if an update of the op tech was necessary. It has been determined that using a compression screw is a part of the surgeon's decision and his basic knowledge. Therefore no further action were necessary. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the investigation results, this case could be classified as user related.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the omega ti. On (B)(6) 2013, the surgeon confirmed by x-ray that the compression screw was broken. The surgeon is monitoring for the patient now.